Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for a follow up. Upon interrogation of the pulse generator, it was discovered that there were recorded episodes of right ventricular lead noise oversensing. The clinic was unable to reproduce the noise during in clinic evaluation and all other parameters were stable. The lead was reprogrammed. On (B)(6) 2019, the lead was capped and replaced without any complications. The patient's condition remained stable.